Event description:
The spike of the transfer set was not connected to the port of a solution bag by clean flash. The spike was not connected to anything in the clean flash. The set had been used for 45 days. There was no patient injury or medical intervention. The actual sample was available for evaluation.

Manufacturer narrative:
(B)(4) a 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint could not be confirmed in the lab. We were unable to duplicate the complaint under lab conditions with the returned sample and, therefore, the root cause of the complaint cannot be determined. The lot number was not provided; therefore a batch review cannot be conducted. Additional measurement of the sample set spike did not reveal any evidence of part abnormality. In this case neither evaluation found any evidence of any problem. Renal quality engineering will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.

Event description:
Affiliate reported a disengagement failure. During the surgery, the perforator did not stop and caused dura injury. Duraplasty was performed at the site of injury.